Event description:
Information received from the field notes that the patient was cardioverted which tripped the device to back-up mode. A software download was successful in returning the mode to ddd, but a post download threshold test showed non-capture in the bipolar configuration at 3.5v and lead impedance of 2037 ohms. Unipolar thresholds were 2.5v, with an impedance of 371 ohms. The patient was in atrial fibrillation and had an underlying rhythm. The device was subsequently replaced.